Event description:
It was reported that a patient with a 25mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, 11 months and 24 days due to structural valve deterioration resulting in severe regurgitation and moderate aortic stenosis. The patient presented with acute diastolic heart failure. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well and was in stable condition post procedure. The patient was discharged on pod #1.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.